Event description:
Rptr stated that she has rec'd "a lot" of the er1 messages on her meter. Rptr did not compare with color chart but added that her blood glucose has never been 'that high". Reviewed rptr's technique verbally and it seemed satisfactory. No control solution available to perform test.